Event description:
International affiliate reports l3-5 instrumentation was performed on patient with spondylolisthesis. The immediate post-op x-ray found the cage was in place. However, two to three weeks after this surgery, the concorde bullet cage was found to have backed out/migrated out of position.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
On (B)(6) 2013 depuy spine received informaton from the international affiliate indicating that a second concorde bullet cage that was part of the same spinal construct had also backed out. See mfg medwatch report# 1526439-2013-12717 for the second cage.

Manufacturer narrative:
The device is not available for evaluation. A review of the device history record identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. No definitive conclusions can be made as to the cause of cage migration. However, investigations of other complaints of this nature determined that a higher complaint rate has been experienced in (B)(6), suggesting that the issue may be technique related in that country. A CAPA has been initiated to further investigate cage migration occurring in (B)(6) and to document the corrective action activities. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device not available.